Manufacturer narrative:
D3, d4, g2, and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient continued to have issues with cassettes; alarms beep, she took the cassette off, adjust and then it will work or sometimes she primes 2-3 times, and it will work then. She said it was the cassettes and not a training issues. No patient injury reported.

Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.